Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A device history record (DHR) review was conducted: a device history record (DHR) review was conducted: part number: 04.037.215s, 12mm/125 deg ti cann tfna 235mm/left- sterile, lot number: h552878 (sterile), lot quantity: (B)(4), manufacturing location: monument, manufacturing date: 31-jan-2018, expiration date: 01-jan-2028. Work order traveler met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: 04.037.912.2, lock prong, 125 degree, tfna, bp55, lot number: l566187, lot quantity: (B)(4): work order traveler met all inspection acceptance criteria. 04.037.912.4, wave spring, shim ended, bp55, lot number: h474699, lot quantity: (B)(4): work order traveler met all inspection acceptance criteria. 04.037.912.3, tfna lock drive, bp58, lot number: h516250, lot quantity: (B)(4): work order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80, lot number: h345725, lot quantity: (B)(4). This lot met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluated by MFR: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent revision due to broken short trochanteric fixation nail-advanced (tfna) nail. The breakage was initially discovered on x-ray in out patients clinic. Originally, the patient underwent implantation with tfna short nail, tfna screw and locking screw on (B)(6) 2018. During revision surgery, all devices were explanted and the patient was revised with a long dynamic hip screw (dhs) 95 degree angle plate and unknown screws. The nail was removed in two (2) fragments/pieces. The procedure was successfully completed with no surgical delay. Patient outcome was unknown. Concomitant device reported: tfna screw l130mm (part #: 04.038.230s, lot #: h234912, quantity: 1) and 5.0mm ti locking screw l46mm (part #: 04.005.536s, lot #: l786724, quantity: 1). This report is for one (1) 12mm/125 deg ti cann tfna 235mm/left - sterile. This is report 1 of 1 for complaint (B)(4).